Event description:
The account generated false positive architect total bhcg on a sample that repeated negative. On (B)(6) 2022, sid (B)(6) (B)(4) generated architect total bhcg positive of 140 iu/l, but repeated negative of <1.20 iu/l. No additional patient information provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending of complaint data for the likely cause list number does not identify any related adverse trend. Labeling review concludes that the issue is adequately addressed. A review in the corrective and preventive actions system does not identify any non-conformances or deviations associated with the likely cause lot number and complaint issue. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative population for the complaint lot number is within the established limits and comparable to the historical reagent lot performance. As review of applicable field data suggests that the performance is acceptable, file kit testing was not performed. No product deficiency was identified.